Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.